Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03031. It was reported the patient is no longer receiving stimulation after feeling a "buzz" and stimulation suddenly stopping. Diagnostics showed high/invalid impedance values for the scs leads. Additionally, x-rays revealed one of the leads is kinked and the other is fractured. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
(B)(4). UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.